Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the skin graft mesher produced incomplete mesh. This was during meshing of previously recovered cadaveric donor skin no adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This report is number 1 of 3 mdrs filed for the same event (reference 0001526350-2017-00859, 0001526350-2017-00860). On (B)(6), 2017, it was reported that the device produced an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) five times as documented in the repair reports in livelink. The last repair was (B)(6), 2017 where it was reported that the device was producing an incomplete mesh throughout and the ball detent, gears, damaged comb, and damaged hardware were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6), 2017 revealed calibration was within specifications. The mesher produced a passing sample mesh and had minimal visual damage. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut after the collars and gear were replaced and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh after the collars and gear were replaced. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2017 which included lubrication of the mesher assembly and no components were replaced. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that the 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut. However, it was also revealed that the 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. The root cause of the reported event was due to the non-reparable 1.5:1 cutter since during initial inspection it was revealed that the 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut. However, it was also revealed that the 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh and device calibration was within specifications. The reported event unconfirmed during inspection of the device and the device was returned to customer. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.